Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith attempts (gfe) have been made to inquire about additional information regarding the device and the applicable procedure, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that wavy lines in the image were caused by a ccd (charge-coupled device) failure. The cause of ccd failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed lines were found on the image due to bad charged coupled device. Additional findings involve the following: there were dead pixel/white dots on image, and there was a kink/knot on cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the hd autoclavable camera head had wavy lines, not a clear picture. The issue was found during preparation for use of a diagnostic procedure. There was no patient harm associated with the event.